Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2020. It was later explanted on (B)(6) 2020 due to refractive miss. The replacement lens was the same model, but higher diopter (22.5). At exchange, there was no incision enlargement and no injury reported. No additional information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 3/31/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received in a plastic bag identified with the complaint lens¿ and replacement lens¿ patient stickers. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed one additional investigation requests have been received for this production order number; however, it was not related to this complaint. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.